Manufacturer narrative:
The product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.5/066 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic deformed, foreign material on lens surface (residue on lens) and the haptic was caught in vial cap. (B)(4).